Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 32 x 2.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. No issues were identified during the product analysis.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The stenosed, 32mm x 2.50mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following predilitation, a 32 x 2.50 promus premier drug-eluting stent was advanced but failed to cross lesion. It was noted that the stent edge got damaged. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a stent damage occurred. Vascular access was obtained via the femoral artery. The stenosed, 32mm x 2.50mm target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. Following predilitation, a 32 x 2.50 promus premier drug-eluting stent was advanced but failed to cross lesion. It was noted that the stent edge got damaged. The procedure was completed with another of the same device. No patient serious injury or adverse event were reported and the patient's status was stable.